Manufacturer narrative:
The lot was manufactured between october 06, 2018 - october 08, 2018. Correction / removal report number: 3010291427-09/06/19-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) eva (ethyl vinyl acetate), tpn (total parenteral nutrition) bags were leaking from the administration port. The leaks were discovered an hour after filling. There was no patient involvement. No additional information is available.